Manufacturer narrative:
Pump received with broken reservoir tube lip. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that pump has a crack in case. Pump not bumped or dropped. No car accident. Crack is visible on backside of pump. Customer doesn't know how it happened. Sending replacement. Asked customer verbally and in written form to return broken pump for analysis. Blood glucose unknown